Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead fractured and triggered a lead integrity alert (lia) for elevated sensing integrity counters (sic) and non-sustained high rate episodes. In addition, the lead had high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.